Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with reflin 1 gram injection for 14 days (frequency not reported) and tobramycin 40 mg injection for 14 days (frequency not reported). The cause of the peritonitis was a breach in aseptic technique further described as area not clean before starting pd therapy. At the time of this report, the outcome of the peritonitis event was unknown. The patient was advised to continue the antibiotic treatment for 14 days after results of the culture were received. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.